Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial right total hip arthroplasty, the patient experienced blood loss and two postoperative blood transfusions were administered. Hemodynamic stability was maintained throughout the procedure without apparent complications, and a joint decision with anesthesia was made to administer transfusions postoperatively to minimize the risk of cardiac strain given the patient¿s advanced age. It was reported that no further information was available.